Event description:
It was reported that the device sys was removed due to infection. Pt symptoms included redness, drainage, and incisional wound opening. The primary location of the infection was the device pocket, but it is unk if a culture was obtained. The pt was treated with intravenous antibiotics and the infection resolved. The pt didn't develop meningitis and had been given perioperative antibiotics. The type of medication administered by the pump was compound baclofen. The pt is "doing much better off intrathecal opioids."

Manufacturer narrative:
.